Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: in event description, you mention that last case had "misfire." Was the issue in last case reported? Follow up received from rep: yes, the event in the last case was reported.

Event description:
It was reported that during an unknown procedure, the product was fired prior to use to test it because the last case has a misfire. Upon firing the clip legs crossed one another consistently after multiple firings. There were no patient consequences. Case completed with another device of the same product code.